Event description:
Reporting status: serious injury. Reporting rationale: allergic reaction. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the patient underwent stenting of the pre-dilated rpda and direct stenting of the 1st obtuse marginal with two xience v stents. Eight days later, about one week after hospital discharge, the patient developed a rash on the stomach, back, and legs. There was no treatment reported and the rash resolved the following month. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation-product performance engineering reviewed the incident information. Allergic reaction is listed in the xience v instructions (IFU) for use and xience v risk assessment as s known risk associated with coronary stenting. Additionally, the IFU includes rash as an adverse event associated with daily oral administration of everolimus. In this case, there was no report of any product malfunction at the time of the stent implant and there is no indication of a product quality deficiency. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The second rx xience v is being filed under the same MFR number.